Event description:
Customer stated "one of his therapist was using the pad in the next room and the switch caught fire and burned the therapist. There were also flames hitting the floor. I asked several times if the therapist was ok and (B)(6) said yes but the burns are 2nd degree burns and this was all very scary." The product was returned for investigation. The product was approx. 8 years and 2 months old when the incident occurred. An investigation was done to look into the customers complaint. The investigator observed there was a cut and burn on the cord near the strain relief. The customer was wrapping the cord under the switch while using the product. This is what caused the issue. Pad was bunched, and stained, this is observed when the pad is folded/ laid on during use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds. The switch casing was cracked. The IFU states "carefully examine before each use. Discard unit if it shows signs of deterioration." Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.